Event description:
(B)(4). The dentist reported 27 days after the dental implant was installed in intraoral region #8. It was verified its non osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed.